Manufacturer narrative:
Date of report: 08sep2021.

Event description:
It was reported to philips that the device will not power on. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.

Manufacturer narrative:
Device usage at the time of the reported event is still unknown. The customer requested part identification for power supply and mentioned that the unit has external battery but runs on back up battery. Philips service provided was not able locate customer account on the basis of provided information. Service provider provided customer with new application to register product with philips and advised to forward to completed new application to customerdatamaintenance@philips.com. He also advised customer that a photo of the serial number label will be needed. Customer did not file application for registration and account set up is still pending. Multiple attempts to retrieve device usage, device repair, or diagnostic information have yielded no response from the customer. Philips provided no service. It is unknown if any part was replaced or if repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.